Event description:
It was reported that this lead was explanted due to dislodgment and uncomfortable stimulated sensations for the patient. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).